Manufacturer narrative:
The company service representative examined the system and replaced the solenoid spacers, the cpc connector and completed a software upgrade for preventive maintenance. The company service representative noted the fluidics mechanism needs to be replaced because the system will pass prime but vacuum will not pull greater than 600 mmhg. The fluidics mechanism was replaced on a subsequent service request. The system was then tested and met all product specifications. The fluidics mechanism has been received and in house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. This report was mailed to FDA on: 05/01/2009.

Event description:
The nurse reported a system message displayed during boot-up. Two cases were cancelled. None of the patients were prepped at the time. No patient injury was reported.